Manufacturer narrative:
The serial number and model number of the device were not provided by the customer. Covidien has requested additional information. The date of manufacture and 510k number cannot be determine without additional information from the customer. (B)(4).

Event description:
A report was received that stated an endotracheal tube failed due to a hole in the cuff. There was no report of patient involvement.